Event description:
The technician alleged the bed was locked in the brake position and would not release. No pt impact.

Manufacturer narrative:
The technician found the brake detention assembly broken. The technician replaced the brake detention assembly to resolve the issue.